Event description:
It was reported that the patient had a csf (cerebrospinal fluid) leak. The patient had cancer and nothing was healing as expected. A revision was done (B)(6) 2013 where the physician tightened/redid the purse string suture. The pump was delivering hydromorphone and bupivacaine. It was noted that the physician was upset the he was not having a good visual of the catheter under fluoroscopy/x-ray. It was later reported that the patient¿s ¿poor healing/poor skin integrity¿ were related to the event. The patient was hospitalized until he was stable. It was later reported that the symptoms related to the event were a headache and the patient¿s pain had not decreased. The cause of the csf (cerebrospinal fluid) leak was not known. Per the charge nurse, the patient was ¿doing better¿.

Manufacturer narrative:
Product ID: 8781 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).